Event description:
The device was leaking a green fluid from battery pack.======================manufacturer response for stryker disposal irrigation/suction, stryker flow ii (per site reporter).======================we will notify company.